Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force on the insertion flexible tube (ift). We received the defect and conducted the following investigation and repair. Observations: insertion flexible tube (ift) bump. Repair: replaced the operation channel, insertion flexible tube (ift), segment, body cover grip, u/d pulley wire, r/l pulley wire. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. There is a bump at distal side of the ift at 11 cm.